Event description:
It was reported that the user experienced recurrent hypoglycemia with a low of 58 mg/dl while using the ilet, with frequent pauses of insulin delivery and use of meal announcements to correct glucose, suggesting device maladaptation and potential need for adjustment or reset. Symptoms included low blood glucose requiring oral glucose treatment. Outcomes included temporary interruption of therapy and additional training to address insufficient hypoglycemia treatment. Investigation included review of device use and data, user education, and referral for additional training. Investigation of this case revealed user management behaviors inconsistent with intended use and possible device maladaptation. It was concluded that additional training was required and that device settings or adaptation would be assessed by a trainer, with factory reset to be considered if necessary. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.